Manufacturer narrative:
Additional information: d4, h4, h6, h11. D4 expiration date: update the null value from 'ni' to 'na'. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) intravia 150 ml capacity containers had a loose part of the bag floating in the bags. A membrane from the bag port broke off and became free floating in the drug. This was observed after the bag was filled with chemotherapy and spiked with tubing from the pump. There was no patient involvement. No additional information is available.